Event description:
A patient, admitted to hospital in 2004, for infected heel, reportedly experienced faintness and secondary hyperhidrosis coincident to extraneal therapy (a labeled interferent for the test strips). Patient reportedly had 3 episodes where he felt faint, sweaty, and stated that he believed his blood glucose was low. Patient's blood glucose was reportedly tested, using the suspect device, with results of 9.5 mmol/l, 9.9 mmol/l, and 10.8 mmol/l. Based on hypoglycemic symptoms, patient was reportedly treated each time with juice, sugar, and cookies. Hospital representative indicated that no serum glucose tests were performed; however, reporter believed that, had laboratory testing been requested, the results would have revealed that low blood glucose was responsible for the episodes. No product was returned to the manufacturer for evaluation.

Manufacturer narrative:
This event occurred in a healthcare facility in another country. The name of the facility and contact information were not provided. Additionally, the specific type of blood glucose monitoring system, in use at the time of the event, was not provided.